Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the communications printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently lock up. No patient injury was reported.